Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/03/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings:a review of the black box showed evidence of power on reset events on the date of the complaint. The pump intermittently powered up with the returned battery cap. The battery cap threads were damaged, and a test battery cap was used for all testing. The battery compartment was cracked from the thread area to the case seal and below the grip pad. Evidence of moisture contamination was found inside the battery compartment. The pump was run for 24 hours and no reboots, losses of power, or call service alarms occurred. A leak was found in the battery compartment. The pump case was removed to find no evidence of additional moisture. (B)(4).